Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient is back to normal temporarily. The patient did not experience any symptoms related to the device failure to open. The blood vessels were straight. Various ways were tried to open the device but it still could not open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right 5 segment with a max diameter of 3.4 mm and a 4.1 mm neck diameter. The landing zone was 3.6 mm distally and 4.7 mm proximally. The accessed vessel was the femoral artery with a diameter or 20 mm. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure showed the aneurysm markedly stagnant. It was reported that on (B)(6) 2023, a routine surgery in tangshan worker's hospital, female, 65 years old. Dsa angiography showed an aneurysm in the c5 segment of the right internal carotid artery. The surgeon performed the surgery using the shapeable microcatheter and ped450-16 after measurement. After tried to adjust in various ways, the tip of the stent could not be opened normally. Therefore, a new catheter and ped450-18 were replaced for surgery, and finally the surgery was completed. Due to the lack of 450-16 model, the 450-18 was finally selected. The direct proximal end was not well attached to the wall, there was a risk of ischemic complications. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.